Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced low glucose after a usual meal while using the ilet system, and their endocrinologist recommended a factory reset due to suspected excessive insulin delivery following meal announcements; the user planned to perform the reset once glucose returned to target and declined live walk through. Symptoms included hypoglycemia with a reported glucose of 62 mg/dl. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Troubleshooting and education were completed, and the user was advised on factory reset procedures. Investigation included customer interview and review of device use and reported behavior. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that device function relative to the reported event could not be determined and the user would proceed with a factory reset as advised by their clinician. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.